Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are over filling. This was discovered during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9184801 and 9184803 -it is reported customer has experienced over filling with these two lot numbers. Phone conversation, - customer called in to reported vacutainers over filling. She stated this has happened with several tubes with no specific date of occurrences. Vacutainers were not sent for testing, no exposure of blood occurred, samples are available and customer is requesting replacements. She did admit that she sent an email to bd employee on monday about this issue but has not heard anything back yet therefore she called in complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184801, medical device expiration date: 2020-04-30, device manufacture date: 2019-07-03, medical device lot #: 9184803, medical device expiration date: 2020-04-30, device manufacture date: 2019-07-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are over filling. This was discovered during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9184801 and 9184803. It is reported customer has experienced over filling with these two lot numbers. Phone conversation, customer called in to reported vacutainers over filling. She stated this has happened with several tubes with no specific date of occurrences. Vacutainers were not sent for testing, no exposure of blood occurred, samples are available and customer is requesting replacements. She did admit that she sent an email to bd employee on monday about this issue but has not heard anything back yet therefore she called in complaint.